Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and no anomaly was found. The catheter ((B)(4)) was returned for analysis and no significant anomaly was found. There was a non-significant indent in the seal of the connector that did not affect infusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from consumer regarding a patient receiving intrathecal saline, marcaine at 2.1333 mg/day, and morphine at 8.533 mg/day (concentrations unknown) via an implanted pump for non-malignant pain. The patient experienced lack of pain control following back fusions (fusions unrelated to pump/therapy) and the change in therapy/symptoms was sudden. The patient went to see the healthcare provider (hcp) and was told that the catheter was not in the intrathecal space and he thought that the back surgeon may have inadvertently removed it. The patient reported he did not have symptoms as a result of this because the pump had saline at that time. The patient had saline in it because he maxed out the safe dosage for morphine so he was titrating it down. He then went into the hospital for two days due to withdrawal symptoms of severe chest pains, heart was hurting, vitals were low, blood in the urine and coming out of his penis, and his blood sugar was up. They kept him an extra day to make sure that it was episodic and not an actual heart issue because it seemed and felt like he was having a heart attack. The event date of the withdrawal was (B)(6) 2016. The patient was already on oral medication but they administered him oral medication to treat withdrawal symptoms. A new pump was placed and a new catheter was put in. The patient was not told what was wrong with the pump and that was just what he was told in (B)(6) 2016. The catheter issue and an unknown pump issue were found in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.